Event description:
A malfunction alarm with code malf 16 was reported. There was no reported adverse impact to the customer's blood glucose level. The customer planned to use multiple daily injections as a backup therapy, and the pump was set to be replaced by technical support.